Event description:
The manufacturer was contacted in reference to the rep dreamstation auto bipap devices. The manufacturer received information alleging patient has been in and out the hospital. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.